Event description:
The ge oec 9800 fluoroscopy system had a cine fluoroscopy not functioning correctly. Could not record fluoro cases.

Manufacturer narrative:
A ge oec service representative investigated the issue and found a defective hard drive. The hard drive was removed and replaced. While servicing, it was noted that the floppy drive required repair. This was facilitated at the same time, as well as adjustment of a high voltage cable. The system was tested and found to be operating as intended. The system was released to the customer for use. There was no reported injury or negative effect to any patient as a result of this malfunction. The hospital was unable to, or would not provide any patient information relating to this issue.